Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an interrogation of the pulse generator a message "this device cannot be interrogated" was displayed. The device was explanted and replaced immediately. The device was disposed of and would not be returned. The patient was in good condition post procedure.